Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room due to high blood glucose levels. Customer reported that he had issues with low blood glucose levels as well. The customer stated that he was a brittle diabetic and experienced blood glucose levels from 17 to 290 mg/dl. The customer also reported that he had stage four kidney issues. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.